Event description:
It was reported that the external pulse generator had a cracked liquid crystal display screen. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a cracked liquid crystal display screen. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display screen was cracked. Analysis also found that the upper case was damaged, the lower case, side bail covers and ring cover were broken, the battery release, knobs and batter drawer were contaminated, the lead flex cover was corroded, one case screw was missing, the battery contacts were contaminated and compressed, the ring bail was bent and the keyboard was scratched. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.